Event description:
As reported, during a laparoscopic umbilical hernia repair procedure on (B)(6) 2021, the bard/davol sorbafix enhanced fixation device was used to fixate a bard/davol ventralight st mesh. After deploying 2-3 fasteners with appropriate counter-pressure, the device delivered broken fasteners. When the device was removed from the patient and air-fired, no fasteners were deployed. The surgeon used another bard/davol sorbafix device to complete the procedure. It was reported that the procedure was extended and there was no reported patient injury. The surgeon is an experienced user of the device.

Manufacturer narrative:
As reported, after deploying multiple fasteners successfully, the bard/davol sorbafix fixation began to deploy broken fasteners. As reported, the sorbafix device is being returned for evaluation. However, at this time has not been received. Based on the available information, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "avoid excessive trigger force as this may damage the device.¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device.¿ addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the result of sample evaluation. The subject device was returned for evaluation. Functional evaluation of the sample could not be performed as the sample was returned with no fasteners remaining in the device. All fifteen fasteners have been deployed from the device prior to return. No broken fasteners were returned with the sample. No manufacturing anomalies were found. Based on the investigation performed and evaluation of the returned sample, the results of this investigation are inconclusive due to the sample being returned empty of fasteners. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, after deploying multiple fasteners successfully, the bard/davol sorbafix fixation began to deploy broken fasteners. As reported, the sorbafix device is being returned for evaluation. However, at this time has not been received. Based on the available information, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "avoid excessive trigger force as this may damage the device.¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device.¿ if/when the sample is received and evaluated, a supplemental MDR will be submitted.

Event description:
As reported, during a laparoscopic umbilical hernia repair procedure on (B)(6) 2021, the bard/davol sorbafix enhanced fixation device was used to fixate a bard/davol ventralight st mesh. After deploying 2-3 fasteners with appropriate counter-pressure, the device delivered broken fasteners. When the device was removed from the patient and air-fired, no fasteners were deployed. The surgeon used another bard/davol sorbafix device to complete the procedure. It was reported that the procedure was extended and there was no reported patient injury. The surgeon is an experienced user of the device.